Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: foreign (B)(6).

Event description:
It was reported that the vanguard headed nail head shredded when extracted from the bone. The fragments scattered on the patient and drapes. All fragments were removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The complaint is confirmed. Visual inspection of the vanguard nail shows that the shaft is bent and the head of the nail is fractured which occurred during extraction. The surface of the nail also shows some scratches. The fractured pieces were not returned. Review of the device history record identified no related deviations or anomalies during manufacturing. No medical records were provided. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.